Event description:
Healthcare professional reported, right side rupture. And small anterior axillary siliconomas visualized. Confirmed, by MRI and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in radius side assessed, as fold flaw opening. Silicone migration: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Observed, stress marks on the device. Observed, delamination total of the orientation dot (cohesive failure). No further actions are required, as the device was implanted.

Event description:
Pharmacist reported device rupture on an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side rupture. And small anterior axillary siliconomas visualized. Confirmed, by MRI and ultrasound. Device has been explanted and replaced.